Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or if the lead is returned for analysis.

Manufacturer narrative:
This lead has been returned to boston scientific. Upon receipt at our post market quality assurance laboratory, analysis had confirmed the fracture. Damage was found to the anode and cathode conductor coils in multiple places between 316 and 328mm . In addition, the terminal pin and the insulation was noted to be flattened between 310-330mm from the terminal pin.

Event description:
Boston scientific received information that approximately 2 months of being implanted, this right ventricular (rv) lead was found to be fractured. The lead subsequently was explanted and replaced with no additional adverse effects beyond the additional surgical procedure. The fracture was suspected to be due to a subclavian crush.